Event description:
It was reported by the customer that a bd pyxis medstation es system drawer jammed and prevented the user from accessing medications for a patient. The customer stated that they were able to get medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer jammed and prevented the user from accessing medications for a patient. A field service technician fixed magnet in latch, reseated drawer connections, reseated all bus connections and rebooted device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a full height auxiliary drawer 7 failed to stay closed. A field service engineer replaced the inseparable magnet, reseated the drawer connections and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer jammed and prevented the user from accessing medications for a patient. Customer stated that they were able to get medications from another station. There were no adverse events or injuries reported based on this event.